Manufacturer narrative:
The complaint investigation included instrument service history review, trending review, device history record review, and labeling review. The instrument service history review for the alinity c processing module, serial number (B)(6) revealed no additional tickets associated with discrepant /erratic results. Review of tracking and trending did not identify an increase in complaint activity related to the complaint issue. A review of the device history record did not identify any nonconformances. Labeling was reviewed and adequately addresses the issue under review. Sample integrity could not be ruled as a contributing factor as samples were found to be hemolyzed. Based on the investigation, no systemic issue or product deficiency of the alinity c processing module was identified.

Event description:
The customer observed falsely elevated potassium results generated on the alinity c processing module for one female age 76 patient. The patient was sent to the hospital and tested two hours later with a normal result. The following data was provided: sid (B)(6), processed on (B)(6) 2025 initial result = 6.6 repeat result = 6.6 mmol/l customer¿s reference range for potassium = 3.5-5.1 no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated potassium results generated on the alinity c processing module for one female age 76 patient. The patient was sent to the hospital and tested two hours later with a normal result. The following data was provided: sid (B)(6) processed on (B)(6) 2025 initial result = 6.6 repeat result = 6.6 mmol/l. Customer¿s reference range for potassium = 3.5-5.1 no impact to patient management was reported.